Event description:
035 6w separated with attempts of removal from right femoral artery. Dr notified and came up to remove wire, wire piece still remains in artery. Pulse not palpable, however were dopplered, pt stable.